Event description:
Information received indicates the bed has no ground due to a broken ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.